Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 11.1 mmol/l. The fill cannula was recorded in daily history. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.